Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The symptom of 'false upstream occlusions" was reproduced and the internal evaluation of the internal evaluation of the unit found multiple cracks in the upstream sensor assembly tail pins. These cracks are known to cause nuisance upstream occlusions alarms. The upstream sensor assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device was found to alarm falsely for upstream occlusion.